Event description:
Reporter alleged obtaining a blood glucose result of 205 mg/dl twice when performed back to back testing on the advantage system within one minute apart. Reporter stated she took her system to the pharmacy which measured her glucose to be 79 mg/dl compared to her system result of 205 mg/dl when testing was performed one minute apart. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.